Manufacturer narrative:
A case of anesthesia complications was reported to abbott. Negative pressure pulmonary edema was the complication. Patient is now stable and out of the hospital. No further interventions planned. Patient had his full system removed and replaced. Ipg was at end of life and his leads had migrated down from their original implant position. New equipment was placed and therapy was restored. The old equipment will not be returned due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system replacement procedure on (B)(6) 2025 [related manufacturer report numbers: 3006705815-2026-00196 and 3006705815-2026-00195], patient experienced negative pressure pulmonary edema due to anesthesia complications and was hospitalized. Patient is stable since then.